Event description:
Pt reports switching to this lens type and approximately two months later, the pt went to a doctor for a sore left eye. The pt was referred to the hospital and states the diagnosis was a pseudomonas corneal ulcer o.s. And treatment began. At a follow-up visit, there was little improvement and the pt was admitted to the hospital for 2 days and continued antibiotics for a month. The pt reports vision was decreased at the time and there was some residual scarring. The pt resumed lens wear with a new pair of lenses. Approximately 6 weeks later, the right eye became sore and the pt sought medical attention at the hospital. The pt reports a diagnosis of corneal ulcer o.d. The condition resolved with treatment and the pt returned to a previous lens type and reports no problems. Hospital records have not been made available. The optician confirmed the event and reports there is no loss of vision.